Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain exp date and device manufacture date. Product disposed by hospital, thus unable to evaluate device. Procedural angiogram of the case was provided by the hospital and reviewed by angioscore's chief medical officer (cmo). Review of the baseline angiogram images (prior to any intervention) suggested that the stent struts appeared somewhat distorted and in at least one location there may have been strut fracturing. The stent itself appeared completely occluded with collaterals filling the distal popliteal artery and trifurcation vessels. There were no images provided to show an inflated angiosculpt within the stent. However, review of the angiogram images confirmed the procedural observations of extravasation of radiographic contrast outside the stent margins and rapid filling of a venous structure in close proximity to the treated popliteal artery (i.e. Arteriovenous fistula). Several covered stents were placed within the original stent and also proximal and distal to it. The final angiogram images show complete resolution of the contrast extravasation and no further filling of the venous structure. Additionally, the stented region was now patent with adequate filling of the more distal vessels.

Event description:
Significant isr in the right popliteal artery was observed by angiography. The angiosculpt was inflated in the distal segment of the isr lesion in the right popliteal artery and then in the proximal segment with sequential one minute inflations at 12 atmospheres. The inflations were performed within the stent in the right popliteal artery. The angiosculpt was deflated and then pulled proximal from the lesion site and an angiogram was taken. Dye was observed within the venous system. There may have been an extravasation and/or an arteriovenous fistula (avf) originating within the stented segment. Subsequently, 3 covered stents were deployed within the isr site in the right popliteal artery and distal to it in order to conclude the intervention.